Event description:
This patient had bilateral mastectomies in 2003 with reconstruction and had a latissimus flap. She now has a left breast implant, which is deflated, it is flat. It has migrated across the midline. She also has a filler port laterally, which is quite tender. She is taken to the or for removal of left deflated breast implant, removal of lateral filler port with excision of calcified capsule around the filler port.